Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer incorrectly calculated the carbohydrates eaten for dinner. The customer subsequently experienced a blood glucose (bg) level of 88 (mg/dl). Carbohydrates were consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.